Event description:
It was reported by the rep that the (2) lcsb5 and the (3) cs6s were used during a laparoscopic heller myotomy procedure. The first lcsb stopped working with a hp052 and was replaced with another lcsb which also did not work. The procedure was converted to open due to no cause from the lcsb5. During the open procedure, a cs6s was used and it did not work. The hp052 was replaced with an old handpiece to conclude the case. 03/23/2000: risk manager called this writer and stated the case was converted to open due to the difficulty of the case itself and not the device.